Manufacturer narrative:
The device history records for the applicable lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. Device evaluation confirmed a leak. Visual examination determined that the rf weld seam had burst at the crystalloid side of the main delivery set pouch. Most likely, there was wear and tear on the rf weld buffer which resulted in a pinch to the pvc film which comprises the delivery set pouch. That area of "weakness" would have burst open under pressure during use. Corrective action has already been identified and put into effect to address this issue. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered wtih the mps delivery set during a procedure. She reported that about halfway through she observed approximately 15 ml of blood under the mps console. She stated that the blood did not appear to be continually dripping so she completed the procedure with the same delivery set. The perfusionist reported that afterward she opened the console to drain it and noticed blood inside where the delivery set was and that the leak appeared to originate on the blood-inlet-side. There were no patient complications reported as a result of the alleged incident. The delivery set sample was returned to the manufacturer for analysis.